Event description:
An endeavor sprint rapid exchange (rx) drug-eluting coronary stent delivery system length 12mm, diameter 2.5mm was used to treat a lesion in a pt. It is reported that the pt started to experience an infection, joint pain, rash and swelling 10 days post implant of the endeavor sprint rx. The pt attended an infectious disease specialist who provided treatment and steroids to the pt. It is reported that the pt's symptoms are improving with this treatment. The pt continues to be under the care of the infectious disease specialist. The stent delivery system was not returned to medtronic for eval.

Manufacturer narrative:
(B) (4). Results: infection, reaction.